Event description:
Dr. Was performing surgery on patient and the anesthesia machine that was being ran by crna completely stopped working. The screen that gives the anesthetist all numbers as to how much anesthesia is being administered to the patient went completely blank with an error message. Crna at this time began manually bagging the patient and administering IV propofol to continue keeping the patient sedated for the rest of the surgery. Crna gave the patient rescue breaths and additional sedating medication to maintain the safety of the patient. Ge was immediately notified about their equipment and they immediately notified a repair tech and he will be at our facility to repair the machine the following day. Manufacturer response for anesthesia machine, aisys cs2 (per site reporter): ge was immediately notified, fse was immediately dispatched to come down next day and repairs were made.